Manufacturer narrative:
A4, a5, and a6 are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced loss of pump flow and a suction alarm after patient movement. An echocardiogram confirmed the pump was in the aorta. The pump was repositioned but flows did not return. The p level of the pump was increased to resolve the issue. Later, the patient experienced atrial fibrillation requiring cardioversion. The patient is in stable condition.

Manufacturer narrative:
H6 code was added as it was not on the initial report that was submitted.